Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and was treated with unspecified medication (intraperitoneal) for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.